Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; efficacy and safety of heparinization before deployment of endograft for blunt traumatic aortic injury in severely injured patients, makaloski et al, ann vasc surg; volume 75, p341-348, august 01, 2021 https://doi.org/10.1016/j.avsg.2021.01.096. Age or date of birth: mean age. Sex: mean gender. Implant date: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients during the during endovascular repair of blunt traumatic aortic injury (btai) on unknown dates. The following adverse events were reported: malposition, inadequate seal, intraoperative bleeding and unintentional coverage. The cause of the adverse events are undetermined.